Event description:
It was reported that bd max zero was occluded. The following information was received by the initial reporter and translated into english: a newly opened mz1000 connector with a pre-filled syringe attached revealed that the fluid would not inject.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information: it was reported that bd max zero was occluded. The following information was received by the initial reporter and translated into english: a newly opened mz1000 connector with a pre-filled syringe attached revealed that the fluid would not inject.

Manufacturer narrative:
Investigation results: no samples were received for investigation of pr 9160654, in which the customer has stated: ¿a newly opened mz1000 connector with a pre-filled syringe attached revealed that the fluid would not inject¿. The product in use at the time is reported to be a mz1000 china from lot 22045853. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22045853 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china products in the past 12 months.